Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 4 months post implant of bard soft mesh, patient was diagnosed with hernia recurrence thereby underwent medical intervention. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. A review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-dec-2016) is considered to be a best estimate. This supplemental emdr represents the bard soft mesh (device #2). Additional supplemental emdr's were submitted to represent the bard soft mesh (device #1) and ventralex st (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6)2017 - patient was diagnosed with bilateral direct inguinal hernia thereby underwent robotic assisted bilateral inguinal hernia repair with the implant of bard soft meshes (device #1 & #2) and was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralex st (device #3). Per operative notes, "the hernia was identified and the peritoneum was taken down from the anterior abdominal wall. A right inguinal hernia was identified and reduced and a bard soft mesh (device #1) was anchored to cooper's ligament. A left inguinal hernia was identified and reduced into abdomen. Another bard soft mesh (device #2) anchored medially to cooper's ligament. The incisional hernia was seen and the defect was covered with a ventralex st (device #3) was placed and sutured." (B)(6)2017 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with explant of ventralex st (device #3) and implant of ventrio st mesh (device #4). Per operative notes, "the previous mesh (device #3) noted with a recurrence inferiorly with preperitoneal fat. The mesh (device #3) was dissected off the fascia. The defect was seen and a ventrio st mesh (device #4) was secured and sutured. The mesh (device #4) was placed intra-abdominally." Attorney alleges that the patient had pain, hernia recurrence, dissection of mesh and emotional injuries.